Event description:
It was reported that the guidewire tip fractured and detached, requiring intervention. The target lesion was located in a non-tortuous and non-calcified vessel. A 0.038" accustick ii device was selected for use during a percutaneous transhepatic cholangiography and drainage (ptcd) procedure in the biliary tract. During removal of the guidewire, resistance was encountered. Upon withdrawal, the guidewire tip was observed to have fractured and detached within the patient's body. An attempt was made to retrieve the detached fragment using a snare; however, the attempt was unsuccessful. The patient was subsequently transferred to the operating room, where the detached guidewire fragment was successfully removed via surgical intervention. The procedure was completed using a different device. There were no additional adverse patient effects, and the patient was in stable condition following the procedure.